Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esc, act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. Installed a water filled test reservoir and primed pump. Set low reservoir alarm to 20 units. Programmed and delivered several bolus deliveries. The low reservoir alarm feature is working properly. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the buttons were hard to push. The customer also reported that they were receiving no delivery alarm but would be resolved by infusion set change. The customer's blood glucose was unknown at the time of incident. The customer stated that the low reservoir alert would occur when the insulin is still in the reservoir. The low reservoir alert was explained to the customer. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.